Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 5.2 mmol/l and 18.4 mmol/l. Customer also reportedly received the following results on the aviva system within 10 minutes: 3.2 mmol/l and 14.8 mmol/l. No death or serious injury reported. Requested return of suspect device and replacement was sent.